Manufacturer narrative:
(B)(4). Device status changed from not returning to returned. Evaluation summary: the device was returned for analysis. The reported shaft kink and shaft detachment were confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the moderately calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported/noted shaft kink(s) and ultimately resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced resistance was met with the moderately calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported shaft kink and ultimately resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately calcified, proximal circumflex (cx) coronary artery. A 2.25 x 18 mm xience prime stent delivery system (sds) was advanced to the lesion, met resistance and would not cross due to the calcification. When a second unsuccessful attempt was made to cross the lesion, the proximal shaft kinked and then separated into two pieces outside the anatomy. Once the sds was removed from the anatomy, and an unspecified balloon catheter was used to perform angioplasty on the lesion to complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.